Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was getting hives and itching when stimulation was turned on. Starting on the day of implant the patient had itching and the hives started about 10 days after implant. It was noted that the patient had just itching with no hives if stimulation was on low settings, but if it was programmed higher then she also gets hives. The hives started on the upper shoulder/chest area but now were all over the body and face. This was considered a sudden change in therapy or symptoms. It was additionally noted that the patient had thought that it was medication that was causing the itching, but the issues continued after discontinuation of that medicine. The indication for use was spinal pain. No device issues reported. The consumer reported via the manufacturer representative that each time they turned on the stimulator they would experience pruritus within 10 minutes. The patient would break out into hives and this was confirmed by the physician. It was unknown if there were any external or patient factors that many have led to the issue. The stimulator was turned on and off and each time the stimulator was turned on the patient had the reaction. The system was left of and was explanted and the issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no evidence of significant anomalies/battery capacity reduced due to overdischarge. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge{s}. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.